Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was treated with insulin pump. The customer stated that they had no delivery alarm. The customer stated that the insulin exited. The customer 's mother also stated that the pump go back to rewind process after getting no delivery alarm, reviewed alarm history and alarms other than no delivery alarm done displacement test. The customer mother declined troubleshoot for high blood glucose levels. The customer advised to reset fixed prime to the appropriate cannula prime for their infusion. The insulin the pump will not be returned for analysis.